Manufacturer narrative:
A review of the manufacturing records has been conducted. The manufacturing records review verified that the lot met all pre-release specifications.

Event description:
On (B)(6), 2005, the pt was treated for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. The contralateral leg endoprosthesis was used outside of the iliac artery treatment range. The pt later experienced common iliac artery aneurysm enlargement, which led to loss of distal seal and a possible type I endoleak. Aortic aneurysm enlargement was also apparent. The physician is planning to address the possible endoleak by adding another stent-graft, but the procedure has not been scheduled yet.